Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8305907. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It has been reported that one intima-ii y 24gax0.75in prn/ec slm has been found experiencing leakage during use. The following has been provided by the initial reporter: the patient found that the indwelling needle was leaking during the infusion treatment due to esophagitis, and immediately informed the nurse, who removed the indwelling needle after observation and re-punctured it.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one intima-ii y 24gax0.75in prn/ec slm has been found experiencing leakage during use. The following has been provided by the initial reporter: the patient found that the indwelling needle was leaking during the infusion treatment due to esophagitis, and immediately informed the nurse, who removed the indwelling needle after observation and re-punctured it.